Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.394¿ from the base. The broken piece was not returned with the instrument. The instrument was connected to the harmonic generator for testing, and an error stating "replace instrument" appeared, likely caused by the blade damage. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage. The teflon pad on the clamp arm appeared to be slightly deformed. No missing material was observed. The root cause is typically attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210926-0345) was last used on (B)(6) 2022 during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, there was no obvious damage found on the harmonic ace instrument. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the ethicon generator would not recognize the harmonic ace instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional/updated information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.